Manufacturer narrative:
The sample was returned and evaluated by the supplier. The supplier's evaluation included a review of quality records, which found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. The evaluation of the instrument found that there was no visible damage to the sensor, catheter material or connector. The device passed all electronic, noise, linearity/hysteresis, and signal drift tests. Based on their evaluation, the supplier was unable to confirm the reported failure. No root cause could be determined as no problem was identified. No further investigation or corrective action is anticipated. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
On (B)(6) 2015, the device was implanted in the patient after zeroing. Just after implantation, the device showed minus readings. The surgeon immediately removed the device and implanted the same new device. After the replacement, it worked properly.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.